Event description:
It was reported by a customer that on (B)(6) 2011 the aiming beam fired straight out of the fiber at 107,951 joules. Additional info reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure the forward firing condition was noticed just after the physician cleaned the fiber tip and re-inserted the fiber in the bridge. After the fiber tip was cleaned, the beam emitted from the side (normal) and there was faint end firing. There was some fiber life activation (blinking), some tissue adherence that led up to the fiber tip failure. It is not believed that the fiber tip was damaged/failed inside of the pt. There were no error codes that were displayed on the console when this incident occurred. No pt injury was sustained. No injury was sustained by the user.